Event description:
Country of complaint: (B)(6). Tip of needle holder broke during surgery. According to the assisting nurse the fragment of the tip fell into the pt but could be found without any time delay, no consequences for the pt. The fragment was scrapped.

Manufacturer narrative:
Evaluation: instrument was repaired at ats (de) in 2013. Needle holders which have been repaired, show a little bigger tendency to break than brand new ones, if the carbide metal was changed. This problem is well known to us. But nevertheless even the strength of a repaired needle holder is strong enough to last with proper handling. Whether the handling was improper or not cannot be ascertained. It concerns a forced fracture caused by a mechanical overload situation.